Event description:
It was reported that the customer's insulin pump has an incomplete bolus display. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No history anomaly noted. All boluses displayed were completed. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.